Event description:
Reporter indicated that pt underwent generator replacement surgery after less than one year of service. Further follow-up revealed that pt was seen by neurologist and indicated that they had not felt stimulation for approx four weeks. Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. X-rays reviewed by neurosurgeon revealed that the lead connector pins were not fully inserted into the generator. Revision surgery was performed at which time the pt's generator was replaced. It was reported that the neurosurgeon attempted to completely insert the lead connector pins into the original generator but was unsuccessful due to "corrosion that had built up on the device." Replacement generator was successfully connected to original lead.